Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 12/28/2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter gave inaccurately high control solutions readings. In addition, the patient also alleged the device was reading inaccurately high compared to their feelings and/or normal readings and also reading inaccurately erratic. These complaints were classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient was unable to recall when the alleged meter issues first occurred but stated that they obtained the following inaccurate results: a result of "149mg/dl" with control solution which falls out with the control solution range of "102-138mg/dl" for this test strip lot; inaccurate high results of "336, 150, 264, 262, 246 and 206mg/dl" compared to their feelings and/or normal results and also inaccurate erratic results of "336 and 150mg/dl" taken greater than 20 minutes from one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issues. The patient stated that an unknown period of time before these issues started they developed symptoms of "shaky, blurry vision and a headache". The patient associated the symptoms primarily with low blood glucose but stated that when they felt high they developed a "headache". In response to these symptoms the patient would self-treat by consuming sugar (if they felt low) or additional insulin (if they felt high). No medical intervention was required as a result of the alleged product issues.at the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged results. The control solution test performed fell out with the control solution range for this test strip lot, however. There was more than 20 minutes between the alleged inaccurate erratic results. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury. The alleged meter issues could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.